Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found a scratch in the screen. The green power light comes on but no image most of the time. The printed-circuit board (qb) board was replaced with a known good test board and the device resumed normal function. A minor rust area was found inside the lower portion of the unit. A protector film was found on the inside of the bezel plate that had not been removed, it was removed. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the monitor power. The monitor will not turn on. The green power light on the front illuminates but the screen does not come on. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include the indicated phenomenon occurred because the qb-pcb (video processing board) failed.